Event description:
It was reported that bd syringe 5ml ll tip bulk convenience pak leaked past stopper the following information was provided by the initial reporter: it was reported by customer that they had more than half batch of 500 syringes that had the liquid pass past the plunger. Verbatim: rcc received a complaint via email. Email(s) attached. I was writing to notify you that we had a similar problem that I had reported in february of 2023. The lot number of the 5 ml bulk syringe. We had more than half of our batch of 500 syringes that had the liquid pass past the plunger. Do you have any information if these syringes are safe to use or if the sterility is compromised, so we can decide if these syringes are safe to be used? I would be happy to send a few syringes if it will help in investigating the issue and determining if the sterility of the syringe is compromised.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 10 samples submitted for evaluation. The reported issue of leakage past stopper was not confirmed upon inspection and testing of the samples. Analysis of the samples showed that there were no abnormalities or damages present. All ten samples were functionally tested and no instances of leakage past stopper were observed. All samples met our manufacturing specifications. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Follow-up: customer response on february 29, 2024: - could you please provide a further description of the issue? - can you please provide a date of event? - did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? - sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label? 1. The succinylcholine filled in the 5 ml syringes passed past the plunger in 159 of the 500 syringes. 2. Date of event is 02/26/2024 3. No 4. Address: (B)(6) pharmacy (B)(6).